Event description:
The operator attempted closure of an arteriotomy site with the perclose device following an unknown procedure. The device was unable to deploy the suture. There was no harm to the pt. No additional info is available.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant findings will be submitted in a follow-up report.